Event description:
The iab leaked. This was the only info available at the time of the report. On 11/19/97 it was reported that upon removal of the iabp cathter, a large clot at the balloon tip was seen. [Event complications]: none from the event-reported 10/29/97 and 11/19/97. [Pt's current status]: receovering from o.h.s.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.